Manufacturer narrative:
Reported complaint of "battery showed a full charge, but when placed in the platform, the platform indicated that the battery voltage was too low" was confirmed. It was also noted that the platform powers on by itself when the battery in inserted and shuts off during compression with the large resuscitation test fixture. Power distribution board was found to be at fault, it was replaced. Archive file showed that there were two sessions where the platform shut down during compression. Archive file also showed that user advisory 18 (max take-up revolution exceeded) and user advisory 45 (not at "home" position had occurred. The platform did not show any visible signs of damage. The platform passed the final test.

Event description:
It was reported that the customer attempted to use a battery that showed fully charged, but when placed in the platform, the platform indicated that the battery voltage was too low and prompted the user to replace the battery. Battery was replaced, platform operated as expected. The battery that was initially used was later placed in the platform, this time it worked. Battery sn (B)(4) and the platform will be returned. Zoll representative checked the battery archive file, it indicated that the battery had not been placed in the charger but it indicated that it was fully charged. No additional information could be obtained. There was no pt sequela reported. Autopule platform MFR report #: 3003793491-2013-00339. Li-ion battery MFR report #: 3003793491-2013-00338.